Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number:2017865-2019-16506, 2017865-2019-16508. It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown.

Manufacturer narrative:
Analysis was normal. No anomalies were found.